Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to pull medication. A field service engineer (fse) found drawer 4 off the bus with no lights on the pyxis bus module controller and replaced the module, bringing the drawer back online. Subsequently observed the drawer getting stuck open due to a failed solenoid; inspection revealed a burnt controller board and overheated solenoid. Replaced both the drawer controller board and solenoid, performed final testing, and verified successful operation with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and its lights were not illuminated. Nursing staff were unable to access medications because the drawer could not be pulled out, and the medications were not displaying in the system when users attempted to retrieve them. The customer rebooted the station; however, the issue persisted and remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.